Event description:
A pt [was] having a CT [scan] done. A possible bolus of air [went into the pt's] blood vessels. [The device involved in this incident was prefilled syringe and it is controlled by a power injector. A root cause analysis of this event has not been finalized].